Event description:
This report is based on information provided by authorized service personnel (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator/monitor indicating that the electric shock test failed. The asp evaluated the device on site. Available details indicate that the device had exhibited symptoms of an electric shock test failure. It was determined that the issue was the defibrillator capacitor assy,453563338331, which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the defibrillator capacitor assy,453563338331. The reported problem was confirmed. The customer replaced the defibrillator capacitor assy, to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.